Event description:
It was reported that one hour after connecting a cadd®-legacy pump, the patient started having severe tremors. It was noted that the patient had prior gastrointestinal problems and the pump had been disconnected for approximately one week. An extra dose of medication was administered, but had no effect. The patient's spouse stated that the pump was not set for range. The distributor advised the patient's spouse to contact their prescriber. The reporter declined to provide any further information. No permanent injury was reported.